Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie pocket issue. A field service engineer manually found foil under the pocket on the contacts, hence removed and reinstalled the pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie pocket failure. The customer reported that the failed cubie contained controlled medication, and the customer was refilling medications and was able to log in manually to pull medications. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.